Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("coil on left side had partially migrated") in a (B)(6) -year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hyperthyroidism. Concurrent conditions included asthma and breast pain. Concomitant products included acetylsalicylic acid (aspirin), contraceptives nos from 1998 to 2003, estradiol, metoprolol, multivitamins, plain (multi vitamin), thiamazole (methimazole), tizanidine hydrochloride and trazodone. On (B)(6) 2003, the patient had essure (ess205) inserted. In 2010, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2013, 10 years after insertion of essure (ess205), the patient experienced abdominal pain ("abdomen pain"). In (B)(6) 2013, the patient experienced pain ("severe pain on left side") and back pain ("lower back pain"). On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced urinary incontinence ("bladder or urinary problems or changes"), hormone level abnormal ("the need for hormone replacement"), night sweats ("symptoms like night sweats"), insomnia ("sleeplessness") and fatigue ("fatigue"). On an unknown date, the patient experienced vaginal discharge ("vaginal discharge"), premature menopause ("triggered early menopause") and pelvic pain ("lower left pelvic area pain"). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the device dislocation, migraine and vaginal discharge had resolved, the pain had not resolved and the urinary incontinence, headache, premature menopause, hormone level abnormal, night sweats, insomnia, fatigue, pelvic pain, back pain and abdominal pain outcome was unknown. The reporter provided no causality assessment for device dislocation, migraine and pain with essure (ess205). The reporter considered abdominal pain, back pain, fatigue, headache, hormone level abnormal, insomnia, night sweats, pelvic pain, premature menopause, urinary incontinence and vaginal discharge to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2003: obstruction of the right tube x-ray - on an unknown date: unilateral occlusion (left tube occluded). Quality-safety evaluation of ptc: final assessment: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in (B)(4), ¿processing essure cases in (B)(4).¿ FDA evaluation codes method: no testing methods performed. Results: no results available since no evaluation performed. Conclusions: unable to confirm complaint. Device not returned. Final risk classification: risk category v. Medical assessment: the medical events reported are not indicative for a quality defect per se. No complaint sample was provided for further technical investigation. No batch number was reported. Without this information neither a technical batch investigation nor a batch cluster review in the (B)(4) database for a more detailed statistical medical evaluation is possible. The technical investigation concluded ¿unconfirmed quality defect¿. In summary, based on the available information there is no reason to suspect quality defect. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs and medical record received: reporter information, patient details, other relevant history, lab data, product information, concomitant products, events- bladder or urinary problems or changes, headaches, vaginal discharge, triggered early menopause, the need for hormone replacement, symptoms like night sweats, sleeplessness, fatigue, lower left pelvic area pain, lower left pelvic area pain, lower back pain, abdomen pain were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterine cavity/coil on left side had partially migrated") in a 45-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hyperthyroidism. Concurrent conditions included asthma, breast pain and insomnia. Concomitant products included acetylsalicylic acid (aspirin), axotal (zebutal), baclofen, contraceptives nos from 1998 to 2003, eletriptan hydrobromide (relpax), estradiol, ibuprofen, metoprolol, multivitamins, plain (multi vitamin), thiamazole (methimazole), tizanidine hydrochloride, topiramate and trazodone. On (B)(6) 2003, the patient had essure (ess205) inserted. In 2010, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2013, 10 years after insertion of essure (ess205), the patient experienced abdominal pain ("abdomen pain"). In (B)(6) 2013, the patient experienced pain ("severe pain on left side") and back pain ("lower back pain"). On (B)(6) 2013, the patient experienced urinary incontinence ("bladder or urinary problems or changes"), hormone level abnormal ("the need for hormone replacement"), night sweats ("symptoms like night sweats"), insomnia ("sleeplessness") and fatigue ("fatigue"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), premature menopause ("triggered early menopause") and pelvic pain ("lower left pelvic area pain"). The patient was treated with surgery ((B)(6) 2013 - hysterectomy with bilateral salpingo-oopherectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the migraine and vaginal discharge had resolved, the pain had not resolved and the urinary incontinence, headache, premature menopause, hormone level abnormal, night sweats, insomnia, fatigue, pelvic pain, back pain and abdominal pain outcome was unknown. The reporter provided no causality assessment for migraine and pain with essure (ess205). The reporter considered abdominal pain, back pain, device expulsion, fatigue, headache, hormone level abnormal, insomnia, night sweats, pelvic pain, premature menopause, urinary incontinence and vaginal discharge to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2003: obstruction of the right tube x-ray - on an unknown date: unilateral occlusion (left tube occluded) (B)(6) 2013: ultrasound - showed the coil on the left side had partially migrated in the tube and the uterus. Unspecified date: CT scan - no results provided. (B)(6) 2014 - CT scan shows no acute intra abdominal findings. Events confirmed by medical records: pelvic pain, abdominal pain, low back pain, migraine, headache. Quality-safety evaluation of ptc: final assessment: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in wi-03635, ¿processing essure cases in dev@com.¿ FDA evaluation codes method: 3323 ¿ no testing methods performed. Results: 3221 ¿ no results available since no evaluation performed. Conclusions: 67 ¿ unable to confirm complaint. 92 ¿ device not returned. Final risk classification: risk category v. Medical assessment: the medical events reported are not indicative for a quality defect per se. No complaint sample was provided for further technical investigation. No batch number was reported. Without this information neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible. The technical investigation concluded ¿unconfirmed quality defect¿. In summary, based on the available information there is no reason to suspect quality defect. Most recent follow-up information incorporated above includes: on 30-may-2018: plaintiff fact sheet was received -the following event was provided: migration of essure device location of device: uterine cavity (partial expulsion of device) was replaced with previously reported event device dislocation. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.